Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on force sensor resistor. It was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Device had battery tube threads cracked, cracked reservoir tube lip and scratched lcd window.

Event description:
Nurse reported via phone call that the customer was experiencing high blood glucose and requested a selftest to be performed. The insulin pump passed the selftest. It was stated that the drive support cap is normal and there is a small crack around the battery compartment. It was stated that insulin did exit at fixed prime. The high pressure test was not performed. Customer's blood glucose was 9.4 mmol/l. The insulin pump was replaced and returned for analysis due to the physical damage.